Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, partial display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had received motor errors and the screen was difficult to read and the buttons were sticking. It was reported that the buttons were not responding. The customer also reported that they had partial display. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and missing segments or partial display noted. The motor was tested outside of the device and passed.